Manufacturer narrative:
The reported event was confirmed as cause unknown. An evaluation found noted irregular balloon burst and no pieces of sac were missing. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications]: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the catheter fell out of the patient with the balloon torn on the next day of placement. There were no missing pieces of the balloon.